Event description:
Nurse reported that customer was admitted as an inpatient to a hospital due to high blood glucose, troubleshooting was performed and pump programming an function appeared to be normal.